Event description:
Patient had lap chole on (B)(6) 2015. Returned to ER (B)(6) 2015 with abdominal pain, went home and returned (B)(6) 2015 and was admitted observation status. Transferred to higher level of care for mrcp for bile leak on (B)(6) 2015.